Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced leg weakness since the scs system was implanted. The physician does not believe the leg weakness is device related. The pt has been through six weeks of physical therapy and feels the issue is improving. The pt's system was reprogrammed on (B)(6) 2013 and the physician would like to wait six months to see how the pt is doing with the new programming.